Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is presumed that the poor image and e229 error occurred due to a communication failure caused by a failure of the cable. The cause of the faulty cable could not be presumed. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This camera head was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings are; a twisted cable and cable flooding, head main body wear and flooding. This investigation is still ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, that when the camera head is connected it errors to contact olympus. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; no proper image due to cable failure. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.